Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The power button was found stuck during the evaluation. Additionally, the front panel was damaged, the video connector latch was worn, and the unit¿s software needs updated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power button on her olympus evis exera iii video system center was sticking during morning equipment checks. According to the initial reporter, this device never made patient contact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty power switch. It was confirmed that the subject device was manufactured before the design of the power switch was changed. Therefore, it¿s likely the power switch was broken due to the operating force applied to the power switch and the number of times that the switch was pressed exceeding the original assumption, or due to the impact that occurred when the front panel next to the power switch was broken. Olympus will continue to monitor field performance for this device.